Manufacturer narrative:
Although the device that was the subject of this complaint was not available for eval, natus medical evaluated product from the same lot ((B)(4)) as well as product from a lot built before ((B)(4)) and a lot built after ((B)(4)) after the suspect lot. In all cases, the labels were adhered to the bilibands. Pull tests were performed on these labels. None of the labels tested were removed without a reasonable amount of force. (B)(4) has distributed bilibands for eight years. Since this is the first report of an infant removing the label during use and since the issue could not be duplicated with testing, (B)(4) believes this is an isolated incident. Other than submitting this MDR, no further action is advocated at this time.

Event description:
Infant being treated with phototherapy somehow removed the label from the natus biliband eye protector; the label was found by nicu personnel in the infant's hand. No injury occurred. However, there was the potential of a choking hazard.